Event description:
It was reported that customer experienced continuous glucose monitor error on pump while using g7 sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error did not appear again.